Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: includes inappropriate use of the device or failure to appropriately maintain the device.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 165-175mg/dl fasting. Verified test strips expire 05/20/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory: (B)(6). Customer is concerned with the result of lo on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 165-175mg/dl fasting. Verified test strips expire 05/20/2018. Confirmed customer's test strips are being stored properly and opened vial date is 09/11/2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory (B)(6). Customer is concerned with the result of lo on (B)(6) 2015. No adverse event reported.